Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2020-23588. It was reported that the patient underwent surgical intervention on (B)(6) 2020 to address a supra-orbital lead discomfort issue (reference reg report: 1627487-2020-23582, 1627487-2020-23585). During the procedure, the physician indicated that the supra-orbital leads were tangled with the occipital leads. In turn, both of the supra-orbital lead tails were cut, disconnected from the ipg and partially explanted to address the issue.